Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion 6fr cytology brush. During use, the inner wire penetrated the outer sheath near the handle. Another cytology brush was used to complete the procedure. An injury to the user did not occur. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: if the device was placed in a particularly tortuous position this could create resistance in brush advancement and encourage an application of excessive pressure. If the handle of the device experiences excessive pressure during use, perhaps in response to brush extension difficulties, penetration of the outer sheath and shrink tubing by the drive wire may occur. Brush extension difficulty can occur if the elevator of the endoscope has been tightly closed onto the catheter of the cytology brush. This can clamp the outer sheath and constrict movement of the brush drive wire. If the drive wire is restricted while added pressure is applied to move the handle, this could contribute to drive wire penetration of the outer sheath and shrink tubing. Prior to distribution, all fusion cytology brushes undergo a visual and functional inspection to ensure device integrity. The functional test includes manipulation of the handle to ensure smooth brush extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.